Event description:
The customer reported that they received level sensor and fluid balance alarms during a therapeutic plasma exchange (tpe) procedure. The patient's hematocrit decreased from 45% to 41% after the machine alarms. After 45 minutes into the procedure, there were multiple alarms: 'excess fluid detected by the lower detector'. The patient was disconnected after the alarms, and the customer reports that the patient's fluid balance may be 15% higher than the reported alarm. The customer declined to provide the patient identifier and age. The disposable set was unavailable for return for evaluation. This report is being filed due to insufficient information to determine if a device malfunction with the potential for injury occurred.

Manufacturer narrative:
Investigation: per the customer, the output lines of the red blood cell (rbc) line and the centrifugal plasma line showed significant kinks at the connector output. The customer stated that the channel had been set up properly. The run data file (rdf) was analyzed for this event. The analysis revealed that there were multiple 'reservoir sensor detected excess fluid' alarms as the customer reported, indicating more fluid was being diverted to the reservoir than expected. The non-recoverable alarm 'patient¿s fluid balance may be 15% higher than reported' is consistent with an obstruction in the disposable that was unresolved and also with the customer¿s report of a low remove volume. A review of the lot for similar reports was carried out, none have been reported. Root cause: this disposable set was unavailable for specific root cause analysis. The 'low level detected excess fluid' alarm is often the first sign of an occlusion. Jumping of the plasma line is indicative of this issue. Possible causes of an occlusion include:- air block: occlusions can be caused by air that is trapped in the channel then dislodged into one of the tubing flow paths. It is possible that if there is air lodged somewhere in the channel it could be released when the centrifuge stops or slows down/ramps up during a collect phase,becoming visible in the line.- clotting: inadequate anticoagulation can cause clumps or clots to form in the lines which can impede flow.- misload: lines can shift when the set is misloaded, and overlap each other causing flow restrictions. A review of the rdf shows the interface is low, which is also consistent with an occlusion of the line. There does not appear to be significant platelet clumping in the connector. The observed ¿significant¿ kink in the connector could indicate a misload and may be related to the issue.